Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead was exhibiting over-sensing noise that was causing inappropriate mode switches. On (B)(6) 2023, the atrial lead was capped, and new lead was implanted. The patient was in stable condition.